Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results from the device evaluation and the complaint investigation. Updated field(s): d8, h2, h3, h6, h11 correction to d4 expiration date was inadvertently submitted in the initial and should not have been submitted. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the investigation, the reported event cannot be confirmed. Customer did not provide the culture test results, no hmi data provided, as such a definitive root cause of the reported complaint cannot be determined at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive three times for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.